Event description:
It was reported that insulin gauge displayed an amount different than expected and fill estimate on pump remained static at 70 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support explained that this could occur due to large differences in measured pressures used to calculate remaining insulin and that fill estimate would begin to decrease normally once actual insulin amount matched displayed value, and caller understood and acknowledged this information.